Event description:
The customer reported that the defibrillator is not charging during the user test. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report.